Event description:
I had breast implants in january which were a replacement to previous implants. I became very ill in september and slept and did not eat for 3 days. I couldn't even get the energy to go to doctor. Ever since I am chronically fatigued, terrible body pain, feel anxious, and have brain fog. My doctor has performed numerous tests to find nothing. I am tired but not depressed but upset about the way I feel to only get no results to indicate why. I can only contribute it my implants. I visited my surgeon around february and ask him about bii. He said there is no such thing that has been recognized by the medical field. I ask that he perform an MRI to see if I had leakage in my right breast or it showed any type of issue. He said the medical field doesn't deem mris necessary anymore with breast implants because the radiation isn't good for you. I feel at a loss and have no energy. Can you give me any advice on where I should look next? Thank you. FDA safety report ID# (B)(4).